Manufacturer narrative:
(B)(4). Additional information: lot gr15k20025 was manufactured 12/4/15-12/8/15 and lot gr15k04037 was manufactured 11/18/15-11/18/15. The device was received for evaluation attached to a drug vial and a solution bag. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and the device operated within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The lot number is either gr15k04037 or gr15k20025. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vial-mate adapter cored a vial of vancomycin. This lead to particulate matter falling into the vial. The vial was being connected to a bag of sodium chloride solution. The particulate was not inside the bag or vial prior to using the vial-mate adapter. There was no patient involvement. No additional information is available.